Manufacturer narrative:
Concomitant medical products: 5024m-52 lead, implanted: (B)(6) 1994, w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation was breached at the first rib/clavicle and developed a breach due to a depression. If information is provided in the future, a supplemental report will be issued.